Manufacturer narrative:
(B)(6). The device was inspected by olympus repair center (rc) china, and the followings inspection results were noted: the subject device was received and evaluated. Device inspection, service repair noted a cotton ball like which was inside the instrument channel tube was found and removed by the engineer. The repair case then was cancelled on 09/21/2022. The device was returned to the customer. Review of service history record noted the concerned product has been repaired once in the past months with the following information: repair completed date: 2022/03/02, event date: (B)(6) 2022 fault detection on that repair date found the adhesive of the bending cover was aged; the angles were insufficient; the nozzle was clogged; the angle knob cover was detached; the name plate was detached; the protector was damaged; the e/l connector was oxidized; the suction port was worn; the insertion tube was slightly worn; the lg tube was slightly worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported a foreign matter was stuck in the channel tube (ch-tube). The issue found during reprocessing. The facility gastroscopy procedure was completed using another similar device. No delay on the procedure was reported, no patient harm was reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added initial reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the device evaluation confirmed that foreign material which appeared to be cotton-like was found in the forceps/instrument channel (hc-tube), but the material could not be identified. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 3.6 inspection of the endoscopic system: inspection of the instrument channel: 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Olympus will continue to monitor field performance for this device.